Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury and does not have the potential to cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803. Remove device code a070504

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose. Reportedly, the customer declined troubleshooting with tandem technical support.